Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section g4 (510k #) and to provide the completed investigation results. One tr band 2 was returned for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or balloon. There is 2 ml of air left in the balloon. The sample was subject to leak testing. Approximately 18 ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the tubing channel on the tab. The ops quality engineer (qe) was notified, and a non-conformance (nc) was initiated for this issue. A nc will contain the root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided . Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ccl/ir lead. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 immediately appeared to lose air and the patient never achieved hemostasis. More air was put into the band; however, it never held air. It appeared the air was coming out of the inflation port. Additional information was received on 10 may 2023: up to 22ml's of air was injected into the tr band when it was applied; however, the band still lost air rapidly. The band deflated upon initially being applied to the patient. There was no manipulation to the band before use in any way. The product was received the day before. There was no patient harm. The patient was okay after the second tr band was applied. Hemostasis was achieved by a tr band 1. No blood loss was reported. A slender was used with the tr band.